Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a patient having l5-s1 decompr ession at l5 level with expandable tlif device with pedicle screw fixation l5-s1 for l5-s1 spondylotisthesis. It was reported that after using reduction torque tool to break off final reduction set screw, surgical tech could not remove the appropriate broken set screw piece off of the driver tip. After proper washing after surgical case, the reduction set screw was removed and the tip of the reduction driver broke. All final lateral and a/p x-rays confirmed no fragments or pieces were in patient. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 548436, lot # fa13d001: visual inspection revealed the tip of the driver is broken. Damage present on the tip of the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.